Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore under the left breast. Patient advised the straps were rubbing on the sore. There was no alleged device malfunction contributing to the irritation. There is no indication the patient received medical intervention. The outcome of the rash is unknown as follow up attempts were unsuccessful.